Manufacturer narrative:
The defective battery was returned for failure analysis. The battery does not display the build date in the vent interface. The root cause cannot be determined without opening the battery package. The unit will be returned to the vendor for analysis.

Manufacturer narrative:
Date of report: 13july2021.

Event description:
The customer reported that a ventilator shut down while in clinical use on a patient. It was reported that the ventilator was unplugged from alternate current (ac) power source because the patient was going to be transported to a different location. The ventilator then shut down without an alarm due to power loss. The device was in clinical use on a patient at the time the issue was discovered. The patient was transferred to another working ventilator. The patient information was not disclosed by the customer. There was no patient or user harm reported due to this malfunction. The device was evaluated by the customer and the fse who confirmed the reported problem. The customer confirmed the reported problem via operation testing when he attempted to recharge the battery, however, confirmed that the battery was no longer charging, and the ventilator no longer recognized it. The philips field service engineer (fse) replaced the battery. The device was tested and passed specification testing. The device was reported to have been repaired. No other anomalies were reported.